Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that crossing difficulties were encountered. A percutaneous intervention procedure was being performed. The 76% stenosed target lesion was located in a non-tortuous and severely calcified lesion in the middle of the right coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for treatment but could not pass through the lesion. The procedure was completed with another of the same device. There were no patient complications reported, and the patient's status was stable. However, returned device analysis revealed a ruptured shaft.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 4.00mm x 8mm nc emerge mr balloon catheter was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks and outer and inner lumen noted the shaft was ruptured at 2.5cm from the tip were identified along the entire shaft polymer extrusion. A detailed microscopic examination identified no pinholes or tears in the balloon material. A microscopic examination of the shaft polymer extrusion noted inner wire lumen was flattened within the balloon material. A microscopic examination tip profile and proximal and distal markerbands were found no issues. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of cause not established. This code was selected as the most probable complaint cause based on the information available. Analysis of the returned device identified multiple kinks along the length of the hypotube. A visual and tactile examination of the outer and inner lumen noted the shaft was ruptured at 2.5cm from the tip. In addition, microscopic examination of the outer and inner lumen noted inner wire lumen was flattened within the balloon material.